Event description:
The pt reported that her infusion device shut down without warning. She stated that her blood glucose increased to 200 mg/dl. Her normal range is 100 mg/dl. The pt stated that the power pack had been in use for 10-11 days. The pt was aware of the power pack recall. The pt stated that they went home and changed their power pack and the device functioned properly. The pt stated that she administered insulin injections to reduce her blood glucose value. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.